Event description:
It was reported that there was damage to 2 power modules (pm). The power modules were removed from use.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damaged housing on the power module was confirmed via testing of the returned product. The returned power module (serial number (B)(6) was observed to have damage to the unit¿s bottom housing. No log files were associated with the reported event. Provided information indicated that there was no patient involvement. A root cause for the reported event could not be conclusively determined through this investigation. Additionally, it was found during investigation that there was a charging issue on the sla battery. A DHR review was not performed per investigation procedure. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate power module instructions for use (IFU) rev. C section 4 ¿power module (pm) backup power¿ and section 5 ¿power module (pm) alarm conditions¿ instructs users on how to handle red battery alarms and/or yellow wrench alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU section 11 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module IFU instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 instructions for use section 3 ¿¿powering the system¿ and section 8 ¿ ¿equipment storage and care¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.